Event description:
During a dialysis treatment, the facility had difficulties with the arterial/venous pressures. A broken blood pump rotor spring was found. There was no pt injury or medical intervention.

Manufacturer narrative:
The facility found a broken blood pump rotor spring and replaced it with a new one. The returned blood pump rotor was visually inspected and confirmed that one of the springs on the rotor was broken. Upon disassembly of the rotor it was noted that the spring broke in four pieces.